Event description:
Reported experiencing periodic low blood glucose (~40 mg/dl), while wearing the device. Pt attempted to resolve the concern by decreasing pt's hourly basal rates; however, low blood glucose recurred. No error messages were generated by the device. Pt self-treated by eating, and drinking additional fluids.